Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient had high threshold at checkup of 6.0v. The lead remains implanted and no action was taken. Should additional information be received, this file will be updated.